Event description:
Left knee swelling, left knee effusion, unable to walk. Information was rec'd on 07/03/06 from a male pt, with a medical history of osteoarthritis and previous treatment with synvisc, who experienced left knee swelling, left knee effusion and unable to walk. The pt began treatment with synvisc in 2006. The pt rec'd two of injections of synvisc on the same day and 2 weeks later respectively. On the first treatment day, after the first injection, the pt experience left knee swelling to the point that he was unable to walk. One week later, the pt's physician removed fluid from his left knee and injected it with steroid. After the second injection of synvisc the following week, the left knee swelling reoccurred. Two days later, the pt's physician removed fluid from the left knee again. The pt's physician decided not to administer the third injection of synvisc. At the time of this report, the pt's outcome was unknown.